Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient went back for post op, and a slight bone loss was noted. The patient went back showing more bone loss, so both implants had bone grafting placed. The patient had significant bone loss and exposed threads at implants tooth sites #8 and 9. Both implants were removed and the site re-grafted with prp.